Event description:
It was reported the intrathecal drug delivery pump had a pump memory error. No pt symptoms were reported. The cause of the memory error was unknown. The error was cleared and the programming was verified following the process. Additional info has been requested but was not available on the date of this report.